Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedance despite reprogramming. Imaging was taken and lead migration was confirmed. It was also stated that the patient's implantable pulse generator (ipg) was not holding a charge. The patient underwent a procedure wherein the ipg and leads were replaced and that the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 532474, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076204, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedance despite reprogramming. Imaging was taken and lead migration was confirmed. It was also stated that the patient's implantable pulse generator (ipg) was not holding a charge. The patient underwent a procedure wherein the ipg and leads were replaced and that the patient was doing well postoperatively. Additional information was received that the explanted devices were retained by the medical facility and will not be returned.